Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident remains unknown. Additional information received on 3/4/24 indicated a kink occurred, rather than a break.

Event description:
Additional information received on 3/4/24 indicated a kink occurred, rather than a break.

Event description:
During the procedure when guiding the catheter up toward the heart via femoral access, the catheter ended up in a small side vein which caused the catheter to prolapse and ultimately break.